Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d4, g3, g4, g6, h1, h2, h3, h6, and h10 complaint conclusion: as reported, a .014 5.0x30 142cm aviator plus percutaneous transluminal angioplasty (pta) balloon catheter was used but back-flow was observed in the indeflator before the complaint device reaches the lesion. The complaint device was checked outside the patient and balloon rupture was confirmed. The complaint device was replaced with another aviator plus and the lesion was inflated. The procedure was completed. There was no reported patient injury. Additional information was requested but was unavailable. The device was not returned for evaluation as it was discarded. A product history record (phr) review of lot 82258272 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. With the limited information provided an exact cause could not be determined. Without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to use, the device should be examined to verify functionality and integrity and ensure that its size is suitable for the specific procedure. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label and hub identification band. The compliance table printed on the box label and packaged with the product illustrates how the balloon diameter increases with increasing pressure. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure-monitoring device is recommended to prevent over-pressurization. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon¿. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a .014 5.0x30 142cm aviator plus percutaneous transluminal angioplasty (pta) balloon catheter was used but back-flow was observed in the indeflator before the complaint device reaches the lesion. The complaint device was checked outside the patient and balloon rupture was confirmed. The complaint device was replaced with another aviator plus and the lesion was inflated. The procedure was completed. There was no reported patient injury. Additional information was requested but was unavailable. The device will not be returned for evaluation as it was discarded.